Manufacturer narrative:
A complete lead was returned for analysis with the helix retracted and clogged with blood/tissue. X-ray examination of the helix was normal; the inner coil inside the connector region was over torqued consistent with reposition/explant procedure. After ultrasonically cleaned, the helix could be fully extended and retracted; the full helix extension length was measured within specifications. All tip stiffness values tested in specification. The field reports of low lead impedance and high threshold were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination found damage consistent with that occurring at the time of explant procedure.

Event description:
Following a right ventricular lead implant procedure, the patient was admitted to the hospital presenting with chest pain, high threshold and low impedance values. A x-ray revealed the lead had dislodged and caused a perforation, however no effusion was noted. The lead was able to be withdrawn but while attempting to reposition the lead, the helix would not extend. The lead was explanted and replaced. The patient has been discharged in stable condition following the procedure.